Event description:
It was reported that, "the patient was playing in the surf and suffered trauma to the right knee resulting in pain and instability. A revision was performed and a 13mm tibia insert was implanted and ligamentous stability was achieved."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device is not available to be returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.